Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 2. Reference MFR. Report: 3006705815-2016-00314. It was reported the patient underwent a trial scs lead implant procedure and passed away of a heart attack the same day.